Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that when attempting to change the patient's hematocrit value on the monitor, a left ventricular assist device (lvad) fault alarm occurred with permanent silence already enabled. The ventricular assist device (vad) team was unable to set the hematocrit value after reconnecting the monitor. The log files were submitted for review. The log files captured an lvad internal fault on (B)(6) 2026. The pump was power cycled and the alarm resolved without any issues.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed internal left ventricular assist device (lvad) fault alarms. A specific cause for the lvad fault alarms could not be conclusively determined through this evaluation. Available information provided that when attempting to change the patient's hematocrit value on the monitor, a left ventricular assist device (lvad) fault alarm occurred with permanent silence already enabled. The ventricular assist device (vad) team was unable to set the hematocrit value after reconnecting the monitor. The pump was power cycled and the alarm resolved without any issues. The patient tolerated the pump power cycle without any issues. Multiple attempts were made to obtain additional information regarding this event; however, no responses were received. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6) with no further event reported at this time. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU), and the heartmate 3 patient handbook, are currently available. The current revision of IFU and patient handbook can be found on the eifu page of the abbott website. Section 7 ¿alarms and troubleshooting¿ describes system alarm conditions, including the left ventricular assist device (lvad) fault alarm, as well as the appropriate actions associated with them. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.